Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging unusual issue as " the one touch verio iq does not fully charge, it stays on 2 bars". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.